Event description:
Reporter indicated that vns patient was experiencing an increase in seizure activity. Treating physician reportedly feels like device settings are already aggressive, so he made changes to the patient's drug regimen to treat the increase in seizure activity. Device diagnostic testing was within normal limits, indicating proper device function. The elective replacement indicator was no, ruling generator battery end of life as likely cause of the increase in seizure activity. Investigation to date has been unable to determine whether the increase in seizure activity was above pre-vns baseline frequency because no response has been received to manufacturer's requests for additional information from treating physician.

Event description:
The treating physician indicated that he did not believe the patient was experiencing a problem with the vns therapy. He also indicated that he was not going to respond to the manufacturer's questions regarding this event.